Manufacturer narrative:
Date of event: unknown, but the best estimate date is between (B)(6) 2018 and (B)(6) 2018.serial number was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens zct150 (diopter unknown) was implanted in the right eye (od) of the patient on (B)(6) 2018. The patient is post radial keratotomy (rk) with a three (3) diopter refractive surprise. Reportedly, the lens was explanted on (B)(6) 2018, and replaced with another lens (same model, +26.5 diopter). At 1-month post-op the patient uncorrected vision was 20/25. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215. In reviewing the file, section g7 in follow-up report #1, was inadvertently submitted with number 2 entered in this field, and follow-up #2, was inadvertently submitted with #3. Therefore, this supplemental report section g7 is populated with number 4, although this report is follow-up #3.

Manufacturer narrative:
Corrected data: the previous supplemental MDR 9614546-2018-00696, follow up #1, was inadvertently submitted as follow up #2 in section g7 when it should have been indicated as follow up #1. Therefore, this follow up report is correctly the follow up #2, however in g7 it has been indicated as follow up #3 in order to electronically submit the report. Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer''s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Historical data analysis: the search in complaint history revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.

Manufacturer narrative:
Additional info: additional information was received and it was learnt that the patient visual symptoms were first reported/noticed on (B)(6) 2018. The lens zct150 +29.5 diopter with serial number (B)(6) was explanted from the patient''s right eye and replaced with a zct300 +32,5 diopter. No incision enlargement, no vitrectomy was performed and no patient injury. The patient was reported doing well post-surgery with 20/25 uncorrected vision. No further information was provided. The following fields were updated: section a2. Date of birth: (B)(6) 1952 section a3. Sex/gender: female section b3. Date of event: (B)(6) 2018 section d4: serial #: 8348171610 section d4: catalog #: zct150u295 section d4: expiration date: 10/10/2020 section d4: UDI #: (B)(4). Section h4: manufacturing date: 10/10/2016 all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted. Placeholder.

Manufacturer narrative:
Corrected data: this report is being submitted as follow-up number one (1) for manufacturer report number 9614546-2018-00696. In review, what should have been follow-up #1 was inadvertently submitted with the number two (2) populated in section g6 type of report follow-up #. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.